Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not functioning. It was not known when the issue started. The patient was seen in their doctor¿s office on (B)(6) 2015 and told the healthcare professional (hcp) that the ¿device did not work¿. The hcp scheduled an appointment for the patient with the neurosurgery consultation. It was recommended that the manufacturer¿s representative be contacted to check the device prior to the neurosurgery consultation. On follow up it was reported that the patient met with the manufacturer¿s representative the week of (B)(6) 2015 but the results of the visit were not known. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).